Manufacturer narrative:
Additional narrative: (B)(4). (B)(6). The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. However, the assignable root cause could not be determined. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported by (B)(6) on the service record that the motor device pin was damaged and the hose was broken. During service and evaluation, it was determined that the device had damaged component- cable/cord/wiring, defective control (crack), motor that has rust spots, defective hose and coupling, missing pin at the output drive is missing, torn connector lid and cable, and displaced teflon seal in hose adapter. It was further determined that the device displaced. The device failed the following pre-tests: loctite & cable assessment, cutter lock assessment, motor thermistor assessment, and safety assessment. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.